Event description:
It was reported that 3 tri-port ext w/3 vlv ports, 7 day sets were blocked/occluded while priming them. The following information was provided by the initial reporter, translated from french to english: "the purge cannot be done."

Manufacturer narrative:
Investigation summary: a 20038e7d product was not available for investigation; however, the customer confirmed that the complaint samples were from lots 18076530 and 20106473. Additional information was not available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 18076530 and 20106473 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. CAPA 1998036 has been initiated. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Additionally previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to occlusions of this nature. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product and affected product were not available for investigation it could not be determined which is the most likely root cause for the customer's experience in this instance. Please note, in order to minimize reports for occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of flourosilicone is injected into each smartsite. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20038e7d set in the past 12 months.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/20/2021. H.6. Investigation:two 20038e7d samples were received in open packaging for investigation; one from lot 20106473 and one from lot 18076530. The connecting products in use at the time of the customer's experience were not returned to assist the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to each of the returned samples; in each instance no flow restrictions or occlusions were identified. A review of the production records for lot 18076530 and 20106473 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned smartsite extension sets. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. H3 other text : see h.10.

Event description:
It was reported that 3 tri-port ext w/3 vlv ports, 7 day sets were blocked/occluded while priming them. The following information was provided by the initial reporter, translated from french to english: "the purge cannot be done."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 18076530, medical device expiration date: 2021-07-24, device manufacture date: 2018-07-12. Medical device lot #: 20106473, medical device expiration date: 2023-10-29, device manufacture date: 2020-10-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 tri-port ext w/3 vlv ports, 7 day sets were blocked/occluded while priming them. The following information was provided by the initial reporter, translated from (B)(6) to english: "the purge cannot be done."